Event description:
It was reported that noise was present on the patient's electrocardiogram (ECG); the noise was causing false ventricular tachycardia (vt) episodes to be recorded on the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was oversensing of electromagnetic interference/noise. The programmer save to disk file (b)(40, shows various noise in electrocardiogram data with seven fast ventricular tachycardia/ventricular tachycardia episodes between (B)(6) 2012.